Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient is waking up wet and it is leaking and no suction, and everything is secure and there is no cracks or anything. She did the water test, and it didn't work. Used with male wicks. Unclear if medical intervention was provided. No additional information provided.